Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, bleeding occurred internally. The surgeon performed a re-operation and applied the clips to correct the condition. The hosp has reported the pt's condition is satisfactory.